Event description:
It was reported that the customer had moisture damage on his insulin pump. Customer's blood glucose level was 131 mg/dl. Customer stated that he was mowing the lawn and he got caught in heavy rain. Customer also stated that half the display was working and half was not on the insulin pump. Customer also reported that there was a constant tone occurring. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.